Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced an infection and extrusion of the device. Subsequently the receiver stimulator was explanted on (B)(6) 2017. The electrode array was left insitu.